Event description:
It was reported that the plate on the patient broke on a fall. A revision surgery had to be performed to replace the broken plate for a nail.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. No medical assessment warranted at this time. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.